Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. Customer declined to troubleshoot for their high blood glucose reading. The flow blocked was resolved by changing set and reservoir. Customer was not using auto mode feature. Products will be returning for analysis.

Manufacturer narrative:
Device passed the functional tests, including the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, self test, sleep current measurement, active current measurement, and delivery accuracy test. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. (B)(4).